Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the complaint final investigation. Update fields: h3, h4, h6 and h11. Olympus reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: air/water channel, cfu: <1, bacterial identification: n/a. Sampling from: auxiliary channel, cfu: <1, bacterial identification: n/a. Sampling from: instrument channel, cfu: 7, bacterial identification: staphylococcus capitis, kocuria palustris. Sampling from: suction channel, cfu: 9, bacterial identification: enterococcus faecium. Sampling from: total of all channels, cfu: 16. Sampling date: (B)(6) 2025, sampling from: air/water channel, cfu: <1, bacterial identification: n/a. Sampling from: auxiliary channel, cfu: 1, bacterial identification: peribacillus sp. Sampling from: instrument channel, cfu: 7, bacterial identification: peribacillus simplex. Sampling from: suction channel, cfu: 6, bacterial identification: acidovorax spp., peribacillus simplex, and sphingobium sp. Sampling from: total of all channels, cfu: 14. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report: it was reported that the gastrointestinal videoscope tested positive for greater than 80 colony forming units (cfu) of stenotrophomonas maltophilia in the instrument channel.